Manufacturer narrative:
Information regarding uti removed from report. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were unable to power up their patient programmer. Patient reported their patient programmer was not working, they put new batteries in and it was not powering on. Patient was asked to take the batteries out of the programmer and they reported the batteries were hot. Patient was asked to put the batteries back in and listen for a beep, they reported they didn't hear anything and nothing came on the screen. It was recommended that the patient get brand new batteries and call back if the programmer still didn't power on. The patient also reported they couldn't pee so they knew something was wrong. Patient reported they had not been to see a doctor since the device was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were unable to power up their patient programmer. Patient reported their patient programmer was not working, they put new batteries in and it was not powering on. Patient was asked to take the batteries out of the programmer and they reported the batteries were hot. Patient was asked to put the batteries back in and listen for a beep, they reported they didn't hear anything and nothing came on the screen. It was recommended that the patient get brand new batteries and call back if the programmer still didn't power on. The patient also reported they had a lot of uti's, they said since they got the device they still got uti's quite a bit. Patient reported they were going to increase stimulation because they just got off of antibiotics for uti and they said they couldn't pee so they knew something was wrong. Patient reported they had not been to see a doctor since the device was implanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a lot of uti's, they said since they got the device they still got uti's quite a bit. Patient reported they were going to increase stimulation because they just got off of antibiotics for uti and they said they couldn't pee so they knew something was wrong. Patient reported they had not been to see a doctor since the device was implanted. No further complications were reported or anticipated.